Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 8-jun-2021. The device evaluation was completed on 21-jul-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve-separation and air flow back into the side port issues occurred. The hemostatic valve of the carto vizigo sheath fell off and air was drawn from the sample port. The sheath was replaced, and the issue resolved. There was no blood return that was observed and no indication that air had entered the patient¿s body. The procedure was completed without patient consequence. Device evaluation details: visual analysis of the returned sample revealed that no damaged was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the returned sample was connected to a cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the instructions for use: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air embolism. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath - small and a hemostatic valve-separation and air flow back into the side port issues occurred. The hemostatic valve of the carto vizigo sheath fell off and air was drawn from the sample port. The sheath was replaced, and the issue resolved. There was no blood return that was observed and no indication that air had entered the patients body. The procedure was completed without patient consequence. With the information available, this was assessed as a MDR reportable hemostatic valve-separation and air flow back into the side port issues.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 6/8/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).